Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow and ok keypad buttons were unresponsive. It was noted that the keypad cover was peeling off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the keypad cover was found to be torn from the ok button to the up arrow button. During testing, all keypad buttons were found to be unresponsive. The keypad cover was removed and the ok and contrast button contacts were found to be missing. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the pump bumper pad was peeling, which has no effect on insulin delivery function. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked from the case seal to the bottom of the finger pad.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: investigation revealed a torn keypad with unresponsive keypad buttons. The ok and the contrast button contacts were missing. Upon removal of the keypad cover, contamination was found under the contrast, up and down button contacts. Unrelated to the original complaint, the bolus button cover was torn; however, the bolus button was fully responsive. In addition, the battery compartment was cracked.